Event description:
It was reported that a balloon rupture occurred. The 100% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 4.0mm x 15mm wolverine peripheral cutting balloon was selected for use. During the procedure, it was noted that the balloon ruptured in a vertical from at the distal side of the balloon upon first inflation at 10 atm. The device was removed using normal method without issue and the procedure was completed using this device. No complications were reported and patient was good post procedure.